Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature article citation: h.w.r. A randomized controlled trial comparing femtosecond laserassisted cataract surgery versus conventional phacoemulsification surgery. Femtosecond laser-assisted cataract surgery vs cps. Issue 1 january 2019. Volume 45. Pages 11-20. (B)(4).

Event description:
During a review of a literature article comparing the clinical results of conventional phaco-emulsification surgery (cps) with femtosecond laserassisted cataract surgery. There were multiple reported adverse events mentioned in the literature article. These are the intraoperative events that occurred during cps: three patients experienced anterior capsule tears, eight patients experienced iris trauma, six patients experienced posterior capsule tears, five patients experienced vitreous loss, three patients experienced dropped lens fragments and one patient experienced zonular dialysis. Additional information is not expected.

Manufacturer narrative:
Additional information has been provided in h6 and h10. The serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported events could not be confirmed. The root cause of the reported events cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).